Event description:
An affiliate reported that a 2.5 x 33mm cypher select had a fractured hub. The device has been removed from the package by pulling on the hub. The device had prepped normally, but the stent could not be deployed due to leaking from the hub. The stent delivery system was removed. The lesion being treated was the mid left anterior descending artery which was 90% stenosed. The patient was in good condition and no adverse events were reported. Additional information will be submitted within 30 days of receipt.